Event description:
It was reported that the balloon ruptured. The target lesion was 99% stenosed and mildly tortuous and moderately calcified iliac. A 6.0 x 40,135cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 8 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4- premarket / 510(k) #: k141521, k141597.